Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that act button of insulin pump had to press harder. Customer stated that motor was struggling during rewind. Customer stated that there was issue with priming. Customer stated that insulin did not come out. Customer also stated that insulin pump had random unexplained no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify prime/fill anomaly, rewind anomaly, failed battery alert and motor anomaly due to buttons not responding. Motor passed motor test. (B)(4).